Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported sensing and noise anomaly could not be confirmed in the laboratory. The device was tested on the bench and our automated testing equipment. Analysis found the device was normal and no anomalies were. The cause of the noise is thought to be due to a lead anomaly.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate therapy due to oversensing of noise. Isometrics and pocket manipulation was not able to reproduce the noise. The device was explanted and replaced.